Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received from conversation with surgeon: the patient was a routine appendectomy in which the 35mm vascular stapler was used. The device was used on the base of the appendix and was taken in two firings. The staple line looked fine after firing. A ligasure device was used to take the mesoappendix. Two days post-op the patient presented with a leak at the base of appendix which leaked stool. The leak was repaired with suture. No malformed staples were identified. The surgeon stated that he did not confirm no tissue was distal to cut line and did not wait 15 seconds prior to firing

Event description:
It was reported by the sales rep that during multiple procedures that in the last six months they have been experiencing leaks in the staple line one to two days post-op. One complaint for a laparoscopic appendectomy, pve35a, the staple line failed post-operatively and caused a bleed. Reoperation required. Current patient status unknown. No device will be returned.